Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion previously reported 2011. If no removal planned, select reason(s): unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos removed, new events (dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, menorrhagia, psychological trauma, fallopian tube perforation, bladder problems, device monitoring procedure not performed, urinary problems, bladder infection, vaginal discharge and hair loss) updated, case became incident, reporter detail and patient date of birth updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.